Manufacturer narrative:
Date sent: 11/13/1998. D6: device returned with no lot identification. Endopath endoscopic linear cutter: no conclusion could be reached based on the analysis results as to why the instrument reportedly "had a problem firing" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. The instrument was fully functional and conforming to design specifications. While co was unable to re-create the event, co has documented the circumstances as they were reported to them. In addition, the appropriate engineering personnel have been notified of this incident.

Event description:
It was reported the devices were used during a laparoscopic splenectomy. It was reported the surgeon fired both an ez35b and a tsb35 during the case. It was reported one device (ez35b) had a problem firing and they went to the next stapler (tsb35). They ran out of the blue reloads for the tsb35. The staff in the room attempted to use the reloads for the ez35b. There was no consequence to the pt.